Event description:
It was reported that during pre-op interrogation, patient had high lead impedance. They tried again and got high lead impedance. Surgeon wanted to move on with the battery replacement, insisting that a revision is not required unless impedance 10,000 ohms. After new battery was implanted, interrogation showed high impedance. The neurosurgeon was also fine leaving the patient with this impedance value. The surgeon was educated on high impedance and how we suspect there are issues with lead integrity with high lead impedance. The or nurse was able to look at the last note from the neurologist which also showed high lead impedance. The representative reported that the neurologist is aware patient may have an interruption in therapy due to high lead impedance. He verbalized he also discussed this with the patient during her appointment. Per neurologist, lead impedance was high. Patient has not had changes in seizure pattern/frequency. Facility is known to discard product so product analysis cannot be done. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that patient had high lead impedance on clinic visit after generator replacement. The patient's device was disabled and they will refer for lead revision depending on if her seizure frequency changes in the next 3 months. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.